Event description:
It was reported the physician was performing an arthroscopic superior labral tear (from anterior to posterior) repair using an om-7500. While inserting the implant into the bone hole, the implant prematurely deployed. A second om-7500 (of the same lot) was attempted, however, the physician experienced the same premature deployment upon insertion. The repair was ultimately completed by drilling a new bone hole and utilizing a different insertion device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received. Reference manufacturer report: 3006524618-2012-00067.